Manufacturer narrative:
Concomitant medical products: 4574-45 lead, implanted: (B)(6) 2005; 3550-39 neuro adaptor, implanted: (B)(6) 2012; 3778-60 x2 lead, implanted: (B)(6) 2012; 3708120 x2 neuro extension, implanted: (B)(6) 2012; 97714 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was under a lot of stress. The right ventricular (rv) lead has intermittent t-wave oversensing (twos). A follow up with the patient¿s healthcare provider yielded that the lead continues to be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.